Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that low shock impedance measurement less than 20 ohms was observed. All other lead measurements were within acceptable limits. A small amount of noise was detected on the shock and rate/sense leads, however, was not sensed by the device. The patient with this device system reportedly used a muscle stimulation device during that time. All preceeding and following shock impedance lead measurements were within acceptable limits. To date, no adverse patient effects were reported as a result of this clinical observation.